Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was explanted 2 months after implantation due to patient reason of "vision is not sharp at all distances, has distortion," and a clinical reason of "distortion most likely due to macular disease". The lens was replaced with a different iol model. Patient has history of macular disease which is currently reported to be stable. Patient symptoms are improved after iol exchange surgery.